Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 1/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/04/2017 with the following findings: a review of the pump¿s black box and alarm history showed no activity outside of normal use. During the investigation, the pump¿s ¿ez-prime¿ steps were performed correctly and no errors, alarms or warnings occurred during the investigation. The initial complaint about a call service alarm was not duplicated. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.